Event description:
The patient reported she changed the infusion set and 2 hours later, e4 (occlusion) was displayed. She changed the infusion set and 1 hour later, e4 was displayed again. Her blood glucose was elevated to 440 mg/dl. She switched to a different lot of infusion sets and had no further issues. Her normal blood glucose range is 90-120 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.